Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an in-service training, the cardiosave intra-aortic balloon pump (iabp) unit had a connector defect issue. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10 the failure analysis and testing dept. (Fat) received part number 0670-00-1164 rev. A, serial number (B)(6) , with a reported unit failure of the blood pressure port being damaged. The fat performed a visual inspection and found the part to have a damaged blood pressure port. Fat verified the reported issue of the damaged port but no root cause able to be defined. Since the damage was physical and not a circuit board problem, there is no need to send the board to the supplier for failure analysis. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (b4, d1, d2, d3, d4, g3, g4, g6, h2, h4, h5, h10, h11).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) noted that the fiber optic connector was damaged. In order to resolve the issue, the fse replaced the front end pcb. The unit passed all functional and safety checks, and completed the repair.